Event description:
Rn reported pediatric pt became disconnected during treatment using homechoice cycler. Rn was unfamiliar with homechoice therapy and ended treatment. No pt injury was reported at the time of the incident. Attempted multiple times to reach rn to gain further info but have been unsuccessful.

Manufacturer narrative:
Incomplete brand name was inadvertently entered. This follow up reflects the correct brand name for this product. In addition, event description corrected.